Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose readings in the 320¿340 mg/dl range after eating, accompanied by an occlusion alert on the ilet pump, and subsequent inspection revealed a wet, leaking infusion site; the user had recently changed supplies and confirmed visible drops in the tubing before the event, and a site change was completed with guidance. Symptoms included hyperglycemia without reported injury. Outcomes included stabilization of blood glucose with downward trending values after the site replacement and no need for medical intervention. Investigation included remote troubleshooting, review of alerts, and verification of infusion setup with a guided site change. Investigation of this case revealed evidence consistent with an infusion site failure and possible flow obstruction that resolved after replacement, aligning with device use issues at the infusion site rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with infusion site occlusion or leakage leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.